Manufacturer narrative:
Case reference number: (B)(4) is a spontaneous case received from a burn therapy specialist (bts) on (B)(6) 2020, which concerned a 64-year-old male patient who experienced 'small bowel rupture'. The patient's medical history and concomitant medications were not provided. The patient did not have allergies to vancomycin, amikacin and amphotericin b. On (B)(6) 2020, the patient experienced 90 % of total body surface area (tbsa) deep dermal or full thickness burn, due to which was hospitalized on the same day. On (B)(6) 2020, at 19:15, the biopsy was taken (biopsy site was left suprapubic). On (B)(6) 2020, 96 grafts of epical (lot number: ee02665, expiration date: 04-dec-2020) were implanted to the patient, for 90 % of total body surface area (tbsa) deep dermal or full thickness burn. On (B)(6) 2020, the patient died (confirmed) due to small bowel rupture. It was unknown whether autopsy was performed. The event is considered as serious due to fatal outcome. The reporter assessed causality between death and epical as not related. The qc sterility test was performed on 26-aug-2020 and results of graft inspection qc2-027 was passed and sterility test results of final product sample type qc2-012 were also reported as passed. Environmental results included personal monitoring of manufacturing which had passed with grade a and b parameters. The quality control assay was reviewed which included qc2-094 dual stain, qc2-010 endotoxin, qc2-005 sterility pre-release and qc2-136 t3 residual assay, all were reported as passed. No further information was provided. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks (*). Follow-up information received on 26-aug-2020: quality control (qc) test results provided. Follow-up information received on 11-jan-2021: it was confirmed that the case: (B)(4) is a duplicate of the case: (B)(4), and information from the case: (B)(4) were included in this case. This information included change of date of treatment with epical from on (B)(6) 2020, epical expiration date updated from 07-aug-2020 to 04-dec-2020, cause of death updated from multi-organ failure to small bowel rupture and reporter's causality assessment provided. Follow-up information received on 12-feb-2021: date of the patient's death reported to be on (B)(6) 2021. Additional information received from nurse on 24-feb-2021 included confirmation of date of the patient's death (on (B)(6) 2020), that was previously reported on (B)(6) 2020, and is also presented between asterisks.

Event description:
Small bowel rupture [small intestinal perforation].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous case received from a burn therapy specialist (bts) on 14-aug-2020, which concerns a (B)(6)-year-old male patient who experienced 'small bowel rupture'. The patient's medical history and concomitant medications were not provided. The patient did not have allergies to vancomycin, amikacin and amphotericin b. On (B)(6) 2020, the patient experienced 90 % of total body surface area (tbsa) deep dermal or full thickness burn, due to which was hospitalized on the same day. On (B)(6) 2020, at 19:15, the biopsy was taken (biopsy site was left suprapubis). On (B)(6) 2020, 96 grafts of epicel (lot number: ee02665, expiration date: *04-dec-2020* (also previously reported as 07-aug-2020)) were implanted to the patient, for 90% of total body surface area (tbsa) deep dermal or full thickness burn. On (B)(6) 2020,*(also reported as (B)(6) 2020), the patient died in hospital due to small bowel rupture.* it was unknown whether autopsy was performed. The event is considered as serious due to fatal outcome. *the reporter assessed causality between death and epicel as not related.* the qc sterility test was performed on (B)(6) 2020 and results of graft inspection qc2-027 was passed and sterility test results of final product sample type qc2-012 were also reported as passed. Environmental results included personal monitoring of manufacturing which had passed with grade a and b parameters. The quality control assay was reviewed which included qc2-094 dual stain, qc2-010 endotoxin, qc2-005 sterility pre-release and qc2-136 t3 residual assay, all were reported as passed. No further information was provided. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks (*). Follow-up information received on 26-aug-2020: quality control (qc) test results provided. Follow-up information received on 11-jan-2021: it was confirmed that the case (B)(4) is a duplicate of the case (B)(4), and information from the case (B)(4) were included in this case. This information included change of date of treatment with epicel from (B)(6) 2020 to (B)(6) 2020, epicel expiration date updated from 07-aug-2020 to 04-dec-2020, cause of death updated from multi-organ failure to small bowel rupture and reporter's causality assessment provided.

Event description:
Small bowel rupture [small intestinal perforation].